Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Analysis of the returned sheath found the internal valve was torn by its center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the radiofrequency ablation of atrial fibrillation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air leakage was noted. The procedure and device outcome are unknown. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the radiofrequency ablation of atrial fibrillation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air leakage was noted. The procedure and device outcome are unknown. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.